Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® iliac branch endoprosthesis and non-gore stent graft (afx). After the afx device was deployed, the iliac branch component (ibc) was deployed in the right iliac artery. The 1st internal iliac component (iic) was deployed as intended, then 2nd and 3rd iic devices were deployed. Reportedly, during advancement of the 3rd iic device, the 1st iic device was pushed and slightly migrated distally. As a non-gore balloon catheter was advanced for ballooning, the 2nd iic device was pushed and slightly migrated distally. Type iiia endoleaks from junction between ibc device and 1st iic device and from the junction between 1st iic device and 2nd iic device was observed on the angiography. Additional stent grafts were placed in both junction areas and the endoleaks were resolved. A type iiib endoleak in the afx device was observed on the angiography after ibc device was fully deployed; therefore, the physician elected to treat the endoleak using gore® excluder® aaa endoprosthesis. It was reported as a trunk-ipsilateral leg component was inserted, a large amount of blood leakage from the handle was observed, but no transfusion or a hurried deployment was required. After all devices, one trunk-ipsilateral leg component and two contralateral leg components were deployed, angiography revealed a proximal type I endoleak and a new entry tear. An additional stent graft was placed proximally for treatment. Reportedly, the endoleak was resolved but the contrast was reportedly pooling in the dissection cavity. A type iiia endoleak from the junction between the contralateral leg component as bridge and ibc device was also observed, but the physician elected to monitor it and the procedure was completed without further treatment. The patient tolerated the procedure. The physician reported that the distal end of the contralateral leg component as bridge was placed just proximal to the flow divider of the ibc device, so being within the leg of the afx device might be causing some problems.

Manufacturer narrative:
H.6.: code b22: results pending engineering evaluation. H.6.: code c21: results pending completion of investigation h.6.: code a26: results of engineering evaluation pending. H.6.: code d16: engineering evaluation pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: e, c, d codes updated to reflect results of investigation. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection.